Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform rewind tect, basic occlusion test, occlusion test and prime test, excessive no delivery test and displacement test due to buttons not working. No unexpected scrolling was noted. The pump was received with cracked case at the display window corners, minor scratches on the lcd window, cracked battery tube threads and scratched reservoir tube lip.(B)(4)

Event description:
The customer indicated via phone call that the act button on her daughter's insulin pump is not responsive and the numbers on the basel rates were scrolling on their own. She also stated that numbers are not appearing on the screen and is unsure if the pump is giving her daughter the correct dosage. Customer's blood glucose at the time of the incident were 374 mg/dl. Troubleshooting was performed for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.